Event description:
During a baxter site visit, it was reported that a spectrum infusion pump "gave an error alarm and turned itself off". The customer reported that they tried to turn the pump back on, and it would remain on for 5 to 10 minutes, then the pump "gave an error alarm and turned itself off". It was also reported that this occurred on the ortho/neuro floor, and that there was no pt injury.

Manufacturer narrative:
(B)(4). The devicve was not identified or returned to baxter for eval. Therefore, an eval could not be completed. If the device is identified and returned, an eval will be completed and a supplemental report will be submitted.